Event description:
The device was being utilized to facilitate wire guide placement during a percutaneous nephrostomy access for attempted internal ureteral stent placement. The dilator separated from the hub, leaving the dilator shaft inside the pt. One end was in the renal pelvis and the other in the perirenal space. A second puncture was made and a 10.2 mcl catheter was placed for overnight drainage. The pt was transferred to another facility for removal of dilator. An attempt to snare the dilator was unsuccessful. Removal was eventually accomplished by alligator forceps. A temporary 10.2 mcl was placed. On october 5, the pt was returned for attempted placement of internal ureteral stent.